Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Was there any additional tissue damage as a result of searching for the needle piece? Is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: contacted with the sales rep today via phone, please refer to the event description and ip reported, other information requested is unknown.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. The obstetrics ceo got off the operating table and the assistant doctor sewed the skin on his own. Halfway through the sewing, the assistant doctor reported a needle tip defect. After comparison, the front end of the needle tip was missing. Upon examination of the wound, no residual needle tip was found. The assistant doctor notified the superior doctor to come and inspect. The fat suture was opened to check for no residual needle, and the needle was repeatedly rinsed. The search was unsuccessful, and it was recommended that the doctor take an x-ray. The doctor felt that he was already in the stage of suturing the skin and informed the patient of this matter. He refused to take an x-ray and the patient returned to the ward safely after the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2024. The following information was received: after investigation, the patient was a 27-year-old woman who underwent lower uterine segment cesarean section in hospital on (B)(6) 2023. The surgeon used y426h for skin tissue sewing in a continuous suturing manner. During sewing, the needle tip broke (the specific length of the broken needle was unknown). The surgeon immediately visually looked for the broken needle tip and the wound was repeatedly washed, but could not find it. The operation was ended routinely. There was no harm to the patient due to this event, and the patient has been discharged smoothly now. No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.